Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear max dialyzer. Reportedly, a crack was observed on the top of the dialzyer. Treatment was stopped and the blood in the extracorporeal circuit was returned to the patient. There was no serious injury to the patient.